Event description:
Ous MDR. After an implantation period of 81 months loss of capture was reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was only available in fragments because it had been cut through 13 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were returned. In-between, about 18 cm of the lead body were missing. There was a blind plug on the is-1 connector pin, which probably had been put there during the revision of the lead in (B)(6) 2016. The returned fragments were examined visually, mechanically, and electrically. Massive tissue ingrowth and multiple signs of abrasion could be noticed. However, the insulation was intact. Subsequently, the tissue ingrowths including the shock coil, which was particularly affected, were removed. Deformations of the rope conductors to the shock coil and to the ring electrode could be seen. This damage was probably caused by strong tensile forces during the extraction, due to which the rope conductors were pulled out of their lumen. In addition, the fixation was bent, and the steroid collar was deformed, which most likely is also a result of the extraction process. No other damage was found at the available lead fragments that could have been the cause for the complaint. The measurement of the direct-current resistances of the electrical conductors, in particular, proved to be unremarkable. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. Al manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.